Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned, tilted within and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter tilt and perforation of the ivc could not be confirmed. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned, tilted within and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and tilted within and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. The following additional information received on the patient profile form (ppf) indicated that the patient became aware of the alleged events on or about seven years post implantation. The form indicated that the filter perforated into the organs and the patient is said to be experiencing stress and anxiety. The indication for the device implant was bilateral pulmonary embolism (pe) and a hemorrhagic cerebrovascular accident (cva). The device was implanted via the right common femoral vein and deployed without incident. Completion venogram confirmed proper deployment. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc and organs could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged events on or about seven years post implantation. The patient reports that the filter perforated into the organs and to be suffering from stress and anxiety. According to the information received in the medical records, the indication for the filer placement was bilateral pulmonary embolism (pe) and a hemorrhagic cerebrovascular accident (cva). During the filter implantation procedure, the filter was deployed in the infra-renal ivc without incident. Additional information is pending and will be submitted within 30 days upon receipt.